Manufacturer narrative:
A complaint investigation will be performed. It is not known if the complaint product is available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not known if available for evaluation.

Event description:
It was a screw repositioning. After remove the rod, it was found a piece of the inner threads of the screw head. Then they tried to fit the screw wrench and it did not fit, because the screws, which hold the wrench, were broken. They removed the screw delicately spinning with an auxiliary instrumental and they had to perform the replacement of the screw.